Manufacturer narrative:
Our distributor received a total of nine complaints from the same sub-distributor. They informed us these had been collected over a period of time but complained together. We consider four of them as (potentially) reportable and are filing separate mdrs for each one of these. As no lot number was provided for this incident, no tests could be performed on retained samples. Despite of repeated requests from us the initial reporter was not able to supply us with more information on the involved product and on the treatment of the injury afterwards. No conclusion regarding the cause of the skin reaction can be drawn. It was not possible to receive any further information despite repeated requests. No conclusion regarding the cause of the incident can be drawn. We therefore consider the investigation closed.

Event description:
On (B)(6) 2015 we have been informed about an incident with ECG electrodes. No lot number was provided. No information on the procedure was provided. According to the report four or five electrodes were used. The patient's skin type was described as normal no hair. The skin was cleaned with soap water, not shaven, not disinfected, and dried. Baby oil has been used as ointment. The general state of the patient was described as normal. The electrodes were applied to the chest area. The patient experienced "itching, burning and scars", the "skin peeled - seemed burnt" at the outside ege of the adhesive tape area at two electrodes sites. The patient did not finish the study. No further information on the skin treatment afterwards have been reported tot he date.

Manufacturer narrative:
Our distributor received a total of nine complaints from the same sub-distributor. They informed us these had been collected over a period of time but complained together. We consider four of them as (potentially) reportable and are filing separate mdrs for each one of these. As no lot number was provided for this incident, no tests could be performed on retained samples. Despite of repeated requests from us the initial reporter was not able to supply us with more info on the involved product and on the treatment of the injury afterwards. No conclusion regarding the cause of the skin reaction can be drawn. We will provide a follow up report when we will receive additional info.

Event description:
On 08/11/2015, we have been informed about an incident with ECG electrodes. No lot number was provided. No info on the procedure was provided. According to the report four or five electrodes were used. The pt's skin type was described as normal no hair. The skin was cleaned with soap water, not shaven, not disinfected, and dried. Baby oil has been used as ointment. The general state of the pt was described as normal. The electrodes were applied to the chest area. The pt experienced "itching, burning and scars", the "skin peeled - seemed burnt" at the outside edge of the adhesive tape area at two electrode sites. The pt did not finish the study. No further info on the skin treatment afterwards have been reported to the date.